Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. It was reported that after the sds failed to cross the lesion to treat the perforation and the patient subsequently died. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in a cascade of patient effects, which may result in the patients death. Death is a known adverse event of coronary stenting as listed in the graftmaster otw instructions for use (IFU). As the reported patient effect may also be attributed to the patients overall health condition, the initial perforation itself and/or perforation treatment strategy, a conclusive cause for the reported patient effect and its relationship, if any, to the device cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. In this case, although a conclusive cause for the patient effects cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there does not appear to be any indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the patient was an acute myocardial infarction patient and came to the cath lab in full cardiac arrest. A perforation occurred during the use of a non-abbott balloon. The graftmaster failed to cross. The patient subsequently died. No additional information was provided.